Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a different lead was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that placement difficulty was experienced during attempted implant of the low voltage lead. It was further reported that the lead exhibited high thresholds. The lead was not used. No patient complications have been reported as a result of this event.